Event description:
It was reported that the patient passed away due to the acute right middle cerebral artery (r-mca) stroke. There were no changes to patient condition or anticoagulation status that may have contributed to the stroke. The patient was slurring their words. Computed tomography of the head (cth) showed hyperdense right m1 artery concerning r-mca thrombus. Perfusion study showed a large r mca penumbra without completed infarct. Computed tomography angiography (cta) showed complete occlusion of the m1 segment of the r-mca artery partially extending into the superficial segment of right internal carotid artery (r-ica). The patient was taken to neuro intervention radiology (ir) where it was confirmed that the patient had a large occluding embolus in the right supraclinoid ica. All flow to the r-mca and right anterior cerebral artery (r-aca) was blocked. Seven passes were made to retrieve the clot with not success. An attempt was made that extensive fibrin present as well as the size of the embolus which made the retrieval difficult. The patient was then transferred to the intensive care unit (ICU). Shortly after, arrival to the ICU, the patient developed bradycardia then asystole, with a drop in the left ventricular assist device (lvad) flows to ---. The patient was able to engage in decision making with hand signal and head nods/ shales and constantly indicated that they did not want to be intubated nor wanted chest compressions and resuscitative efforts. The family and medical staff were all in agreement not to escalate care and provide with comfort care and medication. The patient passed away on (B)(6) 2024 after withdrawal of care. The death was not considered to be device or therapy related and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events, including stroke, cardiac arrhythmia and death, that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.